Event description:
.

Event description:
Medtronic received information that 11 days post implant of this annuloplasty ring the patient had a repair done to the ring. No other details were given by the patient. The patient reported that they are currently doing well, recovering from recent surgery and have had no additional medical concerns or symptoms to report at this time. The patient requested a list of daily living activities information for post surgery and brochure information on their current implanted device.

Manufacturer narrative:
Product analysis: the device remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4). .

Manufacturer narrative:
Additional information received from the physician states there was absolutely no issue with the band and that the patient was not explanted or brought back for anything to do with his mitral repair. This report is a correction to the initial report, and the initial report should not have been submitted per the new additional information that was received from the patient's physician. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.